Event description:
Information was received from a consumer regarding a patient who was receiving 20 mg/ml morphine at 8.994 mg/day via an implantable pump for spinal pain. It was reported that the patient had been in the intensive care unit (ICU) four times in the last six months due to pre-existing pancreatitis and diabetes condition. The patient was most recently released from the ICU on (B)(6) 2016. On (B)(6), the pump started alarming with the non-critical alarm. On (B)(6) 2016, the patient tried to call her healthcare provider (hcp), however she was told she would have to go to (B)(6) to get filled as they had discharged her because she was seen in california by a different hcp. She then went to a hospital, but they could not help her regarding her pump needs. Additionally, the patient saw an 8254 code [low reservoir] on her personal therapy manager (ptm) on (B)(6) 2016 at 12:59. It was further stated that the patient thought her critical alarm started on (B)(6) and she started feeling symptoms on (B)(6) 2016. The patient then saw an 8286 code [empty reservoir] on her ptm on (B)(6) 2016 at 9:22 am.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.